Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the charge will no longer locate the ipg regardless of the antenna placement. Spacing was added to a no avail. A replacement charger was sent to the pt. Follow-up identified the ipg is superficial and close to the skin. Surgical intervention may occur at a future date to replace the ipg.